Event description:
It was reported that a user experienced difficulty inserting the cartridge into the ilet, which was determined to be a use-of-device issue due to incorrect orientation with the plunger end facing upward. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of the information provided, and troubleshooting education that enabled the user to proceed successfully. Investigation of this case revealed no device problem and associated the issue with user handling; the device component was not further specified by an available code. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.